Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that she took the insulin pump out of her bra and was about to give herself a bolus when she observed the alarm. The customer's blood glucose was 267 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.